Event description:
It was reported that during a stenting treatment procedure, the sentinol nitinol biliary stent system became stuck on the amplatz super stiff guide wire. This event occurred outside the patient, before the sentinol stent system was advanced through the 6 fr introducer sheath. The patient remained asymptomatic during this event. The lesion being treated was in the right lliac artery. The sentinol nitinol biliary stent system and the amplatz guide wire were removed form the patient as one unit. A new guide wire was advanced and a wallstent was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `ok'.